Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown. Unknown, tibial component, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial surgery on an unknown date. Subsequently, the patient has been experiencing difficulty straightening the leg and achieving full extension despite three manipulations under anesthesia. Attempts have been made and all available information has been provided.